Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The patient reported filter tilt, shortness of breath, chest pain, numbness in the extremities, impaired cognitive function, back and abdominal pain and anxiety related to the filter. The patient¿s medical history included cholecystectomy, open fracture/dislocation of the tibia with soft tissue loss, history of coronary artery disease, cardiac stents (right coronary artery , circumflex and left anterior descending artery), motor vehicle accident, tobacco use, hypertension and fracture of the right upper and lower extremity, and multiple orthopedic surgeries. Approximately one-year post implant the patient underwent robotic assisted right partial nephrectomy and adrenalectomy for a right renal mass. Three days later, the patient underwent a computed tomography (CT) scan for abdominal pain status post partial nephrectomy. Results of the scan noted no evidence of surgical complications, a metallic fixation above the left iliac bone and an ivc filter in stable position. A CT scan of the abdomen and pelvis performed approximately six years after the filter was implanted and reported an ivc filter present. Approximately eight years and six months post implant the patient underwent a CT scan that reported a cordis type optease filter, tilting with the apex against the wall, no perforation, migration, fracture, or stenosis. The indication for the filter implant and procedural details have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Shortness of breath, pain, impaired cognition, extremity numbness and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The patient¿s medical history included cholecystectomy, open fracture/dislocation of the tibia with soft tissue loss, history of coronary artery disease, cardiac stents (right coronary artery, circumflex and left anterior descending artery), motor vehicle accident, tobacco use, hypertension and fracture of the right upper and lower extremity, and noted multiple orthopedic surgeries. Approximately a year after the filter was implanted, the patient underwent robotic assisted right partial nephrectomy and adrenalectomy for a right renal mass. Three days later, the patient underwent a computed tomography (CT) scan for abdominal pain status post partial nephrectomy. Results of the scan noted no evidence of surgical complications, a metallic fixation above the left iliac bone and an ivc filter in stable position. Approximately five years post implantation, the patient underwent a coronary artery bypass graft to the left anterior descending artery and the second diagonal in addition to incision and drainage of sternal wound with placement of a wound vacuum for superficial wound infection. Ten months later, the patient underwent a scrotal mass excision for left scrotal trauma and groin abscess. A CT scan of the abdomen and pelvis performed approximately six years after the filter was implanted reported an ivc filter present. Approximately eight years and six months after the filter was implanted, the patient underwent a CT scan that reported a cordis type optease filter, tilting with the apex against the wall. No perforation, migration, fracture, or stenosis. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, shortness of breath, chest pain, numbness in extremities, impaired cognitive function, back pain, abdominal pain, internal discomfort, and further experienced anxiety related to the filter.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The patient¿s medical history included cholecystectomy, open fracture/dislocation of the tibia with soft tissue loss, history of coronary artery disease, cardiac stents (right coronary artery , circumflex and left anterior descending artery), motor vehicle accident, tobacco use, hypertension and fracture of the right upper and lower extremity, and noted multiple orthopedic surgeries. Approximately a year after the filter was implanted, the patient underwent robotic assisted right partial nephrectomy and adrenalectomy for a right renal mass. Three days later, the patient underwent a computed tomography (CT) scan for abdominal pain status post partial nephrectomy. Results of the scan noted no evidence of surgical complications, a metallic fixation above the left iliac bone and an ivc filter in stable position. Approximately five years post implantation, the patient underwent a coronary artery bypass graft to the left anterior descending artery and the second diagonal in addition to incision and drainage of sternal wound with placement of a wound vacuum for superficial wound infection. Ten months later, the patient underwent a scrotal mass excision for left scrotal trauma and groin abscess. A CT scan of the abdomen and pelvis performed approximately six years after the filter was implanted reported an ivc filter present. Approximately eight years and six months after the filter was implanted, the patient underwent a CT scan that reported a cordis type optease filter, tilting with the apex against the wall. No perforation, migration, fracture, or stenosis. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, shortness of breath, chest pain, numbness in extremities, impaired cognitive function, back pain, abdominal pain, internal discomfort, and further experienced anxiety related to the filter. According to the redacted-amended ppf, the patient additionally experienced stress related to the filter and reports the device unable to be retrieved; however, no documented attempts to remove the filter were provided.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The patient reported filter tilt, shortness of breath, chest pain, numbness in the extremities, impaired cognitive function, back and abdominal pain and anxiety related to the filter. The patient¿s medical history included cholecystectomy, open fracture/dislocation of the tibia with soft tissue loss, history of coronary artery disease, cardiac stents (right coronary artery, circumflex and left anterior descending artery), motor vehicle accident, tobacco use, hypertension and fracture of the right upper and lower extremity, and multiple orthopedic surgeries. Approximately one-year post implant the patient underwent robotic assisted right partial nephrectomy and adrenalectomy for a right renal mass. Three days later, the patient underwent a computed tomography (CT) scan for abdominal pain status post partial nephrectomy. Results of the scan noted no evidence of surgical complications, a metallic fixation above the left iliac bone and an ivc filter in stable position. A CT scan of the abdomen and pelvis performed approximately six years after the filter was implanted and reported an ivc filter present. Approximately eight years and six months post implant the patient underwent a CT scan that reported a cordis type optease filter, tilting with the apex against the wall, no perforation, migration, fracture, or stenosis. Additional information provided by the patient indicated the patient experienced stress related to the filter and reports the device unable to be retrieved; however, no documented attempts to remove the filter were provided. The indication for the filter implant and procedural details have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Shortness of breath, pain, impaired cognition, extremity numbness and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. As no documented attempts were made to retrieve the filter, the patient claim of device unable to be retrieved could not be further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.